Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6 atm. The procedure was completed with another of the same device. No patient complications were reported.